Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
The clinician reports that 3 months after the dental implant was placed in site ada 6 in the mouth, the implant did not achieve osseointegration in type I bone. Clinician noted the patient's pain and fistula. The product will be forwarded to the manufacturer for investigation. There were no reported post-operative complications. (B)(4).

Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
The clinician reports that 3 months after the dental implant was placed in site ada 6 in the mouth, the implant did not achieve osseointegration in type I bone. Clinician noted the patient's pain and fistula. The product will be forwarded to the manufacturer for investigation. There were no reported post-operative complications.